Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported the white o-ring gasket from the 511s trocar came loose and fell into the patient. The gasket was retrieved per surgeon. This trocar came from an ftr73 laparoscopic cholecystectomy kit. The case was completed with the same trocar. The hospital requests old product be replaced with new product, thus additional unused product is being returned per rep. There was no consequence to the patient.